Manufacturer narrative:
Evaluation summary: the device was not returned; however, abbott vascular clinical review of the angiographic images provided, confirmed restenosis seen as intimal hyperplasia within the acculink stent. The stent appeared kinked. There was no indication of a stent fracture. In-stent restenosis is a known potential adverse event associated with the use of the device, as listed in the rx acculink instructions for use. In-stent restenosis may be attributed to the patient anatomy and pre-existing health conditions of the patient such a peripheral vascular disease and hypercholesterolemia. The in-stent restenosis may have led to the stent kinking. All rx acculink stent systems undergo visual inspection in the manufacturing process. There were no product quality discrepancies reported during inspection prior to use and preparation of the rx acculink. Based on the available information, a definitive cause could not be determined for the reported potential stent fracture and the in-stent restenosis however, the event is likely related to patient anatomical characteristics and circumstances during and after the case does not appear to be related to a product deficiency. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: potential stent fracture. Symptoms / ae: in-stent restenosis. Time of malfunction and ae: after the procedure. It was reported that in 2008, approximately 13 months post a left internal carotid artery stenting procedure, carotid doppler ultrasound found critical in-stent restenosis. A repeat carotid doppler the following year, confirmed the restenosis to be 90-95%. Three months later, diagnostic angiogram showed a potential stent fracture at the bifurcation. The in-stent restenosis was noted to be 80% at the site of the fracture. The patient is asymptomatic. There is no plan of treatment at this time. Although requested, there was no additional information provided.